Manufacturer narrative:
The event was investigated and evaluated through radiographic imaging review, third party medical consultation, and the provided information from the complainant. The impacted device remains implanted; therefore, a device evaluation could not be performed. A historical data analysis for the device and lot numbers returned no associated nonconformities related to the nature of this complaint. With the current information available, a root cause cannot be established.

Event description:
As reported by the complainant: this screw is expected to come out of the scaphoid in the near future. Pseudoarthrosis in a light smoker (5 cigarettes daily) CT regarding pseudoarthrosis consolidation isn't looking good based on the images.